Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A facility representative reported a cracked intraocular lens (iol). This was noticed after implantation in the eye. The lens remains implanted. Patient harm was not reported. Additional information was requested however, further information has not been received.